Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy. Implant date: unknown, information not provided. Explant date: unknown, information not provided. Initial reporter telephone number: (B)(6). Address line: (B)(6). (B)(4). Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed because the serial number of the complaint product is unknown. Since the serial number is unknown, the complaint history review could not be performed. Conclusion: since the sample of the complaint product was not returned, and serial number is unknown, it is not possible to determine a malfunction and/or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a site visit to the hospital, the director showed our jnj sales rep an article posted on website anonymously. The topic is about issue of 'eyehance toric optic crack', posted on 05 oct 2022 on the bulletin board of the korean ophthalmologists association website written anonymously. The content of the article is: the tip of the plunger is hook-shaped, so if it touches the optic incorrectly during the pushing process, scratches or cracks may occur. I'm worried because there's actually a crack and I'm even using it as an exchange (explant). In addition, in the comments section, it was mentioned that the original technology platform is a bit stiff and you have to wait 3 minutes and issue can happen even if wait. No further information available.